Event description:
Hemodialysis treatment was initiated without problems. "Blood leak" alarm (blood in dialysate) sounded after pt had received approximately one hour of dialysis. Outgoing dialysate tested positive for blood two times and by visual observation of pin tinged dialysate. Dialysis treatment was terminated without returning the blood in the extracorporeal circuit. Dialysis was reinitiated with new hemodialyzer and tubing. No apparent adverse pt reaction to event.